Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients battery incision site had opened up. The physician believed that it was not device related but procedure related. The patient was placed on antibiotics and had the pocket site cleaned and washed out by the physician. The patient was doing well postoperatively.